Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 was not detected on bus and unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was not detected on bus and unable to recover. A field service engineer (fse) identified drawer 3.2 was not detected due to suspected controller board failure, attempted cable reseating with no improvement, inspected retractor bands and modular board, replaced the original controller board, after which the drawer came back online and testing was completed successfully. The system functioned as intended after the field service engineer repaired the device.